Event description:
It was reported that patient was prep for PICC insertion. During the preparation of the procedure, nurse found out that the PICC is flattened at a section. A new kit was opened to complete the procedure.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter caught in the seal is confirmed to be manufacturing related. One polyrad PICC tray was returned for investigation. The sample was returned in opened packaging with lot: recn0927. The tray was contained within a header bag. The poly perqcath catheter was observed to have material damage between the 37 cm and 41 cm depth markers. The material appeared to have been flattened. Microscopic observation revealed one side to have a polished surface finish and the opposite side to have a matte surface finish. The location of the catheter deformation corresponded with the section of the outer flange with uneven adhesive material transfer. The damage observed is consistent with the damage caused by the catheter being caught in the seal area; therefore, the complaint is confirmed, manufacturing related. A lot history review (lhr) of recn0927 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn0927 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient was prep for PICC insertion . During the preparation of the procedure , nurse found out that the PICC is flattened at a section . A new kit was opened to complete the procedure .